Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source foreign - (B)(6). UDI - (B)(4). On (B)(6) 2018, it was reported that after having the hospitals meshing unit been returned from repair, the device malfunctioned a second time in surgery. As it was explained, the mesher handle locked up during surgery and wouldn¿t move any further. Contrary to the first incident, where a dermacell synthetic graft was used, this time used an auto graft using the zb skin grafter. On (B)(6) 2018, it was clarified that the surgeon loaded up a synthetic graft, then began to crank the ratchet arm to mesh the graft. The graft made its way about 2/3 of the way through before there was significant resistance in the handle, and could no longer progress meshing the graft. The handle was so badly jammed up such that the surgeon had to force the handle to the point where the crank output shaft was stripped. He was able to salvage the graft segment that had passed through the mesher, however, he had to cut off what was not able to have been meshed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device needed repair/preventative maintenance and the roller and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on nov 1 2018 revealed that the ratchet was stuck on the roller and the comb springs were damaged. The calibration was within specifications and the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 1, 2018 which included replacement of the roller, comb springs, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the device's ratchet was stuck on the roller. The root cause of the ratchet being jammed could not be determined with the provided information since it is unknown how the ratchet and roller became damaged. The issue was resolved with the replaced roller and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the surgeon loaded up a synthetic graft, then began to crank the ratchet arm to mesh the graft. The graft made its way about 2/3 of the way through before there was significant resistance in the handle, and could no longer progress meshing the graft. The handle was so badly jammed up such that the surgeon had to force the handle to the point where the crank output shaft was stripped. He was able to salvage the graft segment that had passed through the mesher, however, he had to cut off what was not able to have been meshed.